Event description:
The product was used during a laparoscopic hysterectomy procedure. Reportedly, the instrument was difficult to close. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury.

Manufacturer narrative:
Device not available for eval.